Event description:
The problem of under delivery was discovered during final service testing by a baxter technician on ch c. The customer stated that there have been no pt incidents involved with this device since the last baxter service event.